Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose levels and sensor not adhering. Blood glucose level at the time of the incident was 400-500 mg/dl which was treated with insulin pump. Blood glucose was 282 at the time of the call. Customer declined troubleshooting for the high readings. The sensor will not be returned for analysis.